Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number 2916596-2021-04470 it was reported that the patient had an alarm on (B)(6) 2021. It was thought to be related to power. The patient underwent controller exchange and had a battery clip replacement. The alarm resolved but he developed a driveline fault. Log file analysis captured the same driveline phase was the cause of the driveline fault events. A number of advisory and hazard battery issues were noted which appeared to be due to the controllers white lead which resolved post controller exchange. Internal x-rays were unremarkable but the external x-rays showed a few areas of wear and tear. The patients entire external portion of the driveline was replaced on (B)(6) 2021. The driveline alarm was resolved after the driveline repair. Log file analysis showed that the driveline fault alarm did not return and the driveline data returned to normal. 25 power lead disconnects were performed as requested. Updated log files showed that the driveline data is normal. The patients was scheduled to have be discharged.

Manufacturer narrative:
Incidental findings: failure to alarm: manufacturer's investigation conclusion: the reported event of low voltage advisory and low voltage hazard alarms was confirmed via the submitted log file. The log file contained approximately 8 days of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured intermittent power cable disconnect alarms that were not associated with power source exchanges due to the relative state of charge (rsoc) voltage dropping to 0 v while connected to 14v batteries. The atypical power cable disconnect alarms occurred on both the black and white power cables. The log file also captured intermittent no external power, low voltage hazard, and low voltage advisory alarms alarm due to the rsoc voltage on both power cables dropping at the same time. No external power and low voltage hazard alarms were also captured due to atypical power cable disconnect alarms being active on one cable while the other cable was disconnected. The system controller backup battery supplied power to the system during the losses of external power. The driveline was disconnected on (B)(6) 2021 at 10:06:08 to exchange the system controller. Additional information provided stated that the alarms resolved and no product will be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 11jan2018. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, low voltage hazard/advisory, power cable disconnect, backup battery fault, and driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate ii patient handbook section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment. Heartmate ii patient handbook section 10 and heartmate ii instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory and low voltage hazard alarms was confirmed via the submitted log file. The log file contained approximately 8 days of data ((B)(6) per the timestamp). The log file captured intermittent power cable disconnect alarms that were not associated with power source exchanges due to the relative state of charge (rsoc) voltage dropping to 0 v while connected to 14v batteries. The atypical power cable disconnect alarms occurred on both the black and white power cables. The log file also captured intermittent no external power, low voltage hazard, and low voltage advisory alarms alarm due to the rsoc voltage on both power cables dropping at the same time. No external power and low voltage hazard alarms were also captured due to atypical power cable disconnect alarms being active on one cable while the other cable was disconnected. The system controller backup battery supplied power to the system during the losses of external power. The driveline was disconnected on (B)(6) 2021 at 10:06:08 to exchange the system controller. Additional information provided stated that the alarms resolved and no product will be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: intermittent backup battery fault alarms; controller log file did not record that the low speed advisory alarm condition was met. Although it cannot be confirmed, the investigation has identified a suspected log file recording issue; the root cause cannot be confirmed. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 11jan2018. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, low voltage hazard/advisory, power cable disconnect, backup battery fault, and driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate ii patient handbook section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment. Heartmate ii patient handbook section 10 and heartmate ii instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.